Event description:
The patient's father called animas on (B)(6) 2012 and reported that he and his daughter's doctor are concerned there could be a problem with the pump. The daughter was reportedly having elevated blood glucose levels for the last week with a couple of blood glucose readings over 600 mg/dl. The father states the doctor has made an adjustment to the basal rate already. He has changed the site in the past two days and there were no site issues. He says the patient uses the pump for basal delivery but uses manual injections for bolus delivery. The patient's father denied that the patient had nausea, vomiting, shortness of breath, or chest pain at the time of the call but that she does have a headache. On (B)(6), the reporter said, the patient's blood glucose level was still over 600 mg/dl and that her basal rate has been increased and she is using a new bottle of insulin. The patient's blood glucose levels were reportedly 200-300 mg/dl when on insulin injections and 400-600 mg/dl on the pump. The patient's doctor increased the basal rates a week and a half prior and on (B)(6). He says, he calculates bolus doses with the pump, and either gives an injection or programs bolus doses through the pump and the patient's blood glucose levels respond. The patient changes her infusion site every 2-3 days and lately every day and a half and has not had issues with kinked cannulas. The father does not feel that the pump is delivering accurately although the pump indicates it is delivering accurately as the basal rates and bolus deliveries add up to the total daily dose. The advanced features were reviewed and the reporter confirmed they were set correctly. Although, the pump appeared to be delivering insulin accurately this complaint is being reported because, the patient suffered elevated blood glucose levels while on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms related to the complaint observed in the pump's alarm history. There were no unacknowledged alarms, warnings, or delivery stoppages noted in the history. The pump was exercised for 29 hours with no delivery issues. An ezprime operation was performed with no issues found. Test boluses were performed during investigation and were accurately recorded in the pump history. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.